Event description:
It was reported that no audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An internal and exterior visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. A receiver alarm and alert test was performed and passed. A receiver vibratory speaker test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).